Manufacturer narrative:
B3: unknown; no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.h3: device has not been returned to manufacturer.

Event description:
It was reported that the device has a cassette not attached error. Issue was found during testing. No patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of cassette not detected alarm. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event log found several instances of reported alarm. Visual evaluation found improperly glued downstream occlusion (dso) seal, and downstream valve is glued to chassis. Probable cause is the downstream occlusion (dso) sensor is glued to bezel.